Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 23-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 3.0x19mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, residual stenosis was 85%. A 20 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus premier ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal section of the stent was damaged with stent strut row 5 from the proximal end lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.